Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed power test. Therefore, the reported condition was confirmed. An assessment was performed and it was found that there was residue built up on the motor causing power failure. It was further determined that the softmode switch, bearings, and gear component were worn. The assignable root was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the compact air drive device failed testing with the test bench. During in-house engineering evaluation it was observed that the device failed the power test. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.